Event description:
During a ptca/stenting treatment procedure, balloon deflation difficulties were encountered. The physician used a 7f medikit introducer sheath for vascular access and a 7f mach1 jl4st guide catheter to cross the lesion. A runthrough 0.014" guidewire was placed across the lad lesion, and a neo's guidewire was placed across the lcx lesion. The physician deployed two cypher stent in a y-stenting technique. Both stents were extended distally from the left main coronary artery - one into the left circumflex and the other into the left anterior descending coronary arteries. A kissing balloon technique was subsequengtly performed, using the quantum maverick monorial 12/3.5 mm balloon in the lad leison, and a quantum maverick monorail 12/4.0 mm balloon in the lcx lesion. The balloon were inflated to 20 atms to post dilate the stents. However, the quantum maverick monorail 12/3.5 mm balloon did not inflate completely, and subsequently would not deflate. (This was the second inflation of this balloon which had inflated and deflated properly when initially inflated in the lcx lesion.) The physician successfully, but forcefully pulled the partially inflated balloon into the left main trunk. He then quickly cut off the proximal portion of the guidewire and pushed it into the balloon. The wire punctured the balloon, which then deflated and was successfully removed. The pt was asymptomatic during this event and the c urrent pt status is reported as 'good'.